Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that an intermittent grinding noise was heard when moving the c-arm up and down. No injury reported. A field engineer was dispatched to the site.

Event description:
It was determined that the vta lead screw, c-arm pulley, and impact washer assembly needed to be replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
The returned parts were evaluated and it was determined there is no evidence of abnormal wear in the lead screw or nut during visual assessment. A deviation was seen in the nut threads, but this deviation was noted in a previous evaluation and deemed acceptable. The deviation may render the system "more susceptible to vibration and associated noise." The resultant acoustic noise does not present harm to the user nor the patient. The field engineer provided additional information that the noise heard during movement was better characterized as a "screeching", rather than grinding, which engineering noted is indicative of components that vibrate at a high frequency.